Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door failed due to a plastic container obstructing its complete closure. A field service engineer removed the plastic container that was hindering the door and confirmed that the problem had been rectified on the customer's side. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door failed to recover while accessing the medication. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.